Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received a button error alarm and was not able to clear. It was reported that insulin pump was exposed to sweat from wearing insulin pump in bra while at dance class. Customer's blood glucose was 17.0 mmol/l. Insulin pump would need to be replaced.